Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2013 and steel suture was used for closure. On (B)(6) 2014, a CT scan was done and the surgeon opines that a piece of the fragile sternum broke off with the piece of surgical steel in it. The fragment came off and got into the bloodstream and was carried from the right ventricle to the lung. The patient has been in the hospital. It is necessary that the patient is admitted to another hospital to remove the fragment. The patient refuses to have surgery again, but the doctor commented that the incident is serious because the suture is in the patient¿s lung. The surgeon opines there is no relationship between the incident and the suture because the patient has diabetes mellitus and bone weakness resulting from a dialysis treatment.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) mfg. Date: unknown exp. Date: unknown. Batch (B)(4) mfg. Date: 09/24/12 exp. Date: 07/31/17. Batch (B)(4) mfg. Date: 03/05/13 exp. Date: 01/31/18, in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.